Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that this patient received a shock from the device and presented to their physician. An error code 1005 was again noted. It was suspected that the patient's rv lead was fractured. The lead and device were subsequently explanted and replaced due to non conversion of the patient's ventricular tachycardia (vt). No additional adverse patient effects were reported.

Event description:
Additional information received reported that defibrillation threshold (dft) testing was performed, which was not successful, and triggered another code 1005. External defibrillation was delivered which converted the patient. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This report is being filed to provide results of the product investigation.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had two episodes for which the patient received shocks. The device exhibited shock impedance measurements of greater than 125 ohms with the shocks. The device recorded a code 1005 indicating an open circuit was detected during shock delivery. It was noted that one of the shocks was listed as no therapy. Boston scientific technical services (ts) explained that the shock was delivered, and this was normal after the first shock had a high impedance measurement with the code 1005. All subsequent shocks would be at maximum energy and would be incorrectly listed as no therapy in the arrhythmia logbook. This would be corrected once the code 1005 was cleared. It was discussed to replace the lead; however, no date had been scheduled at that time. No adverse patient effects were reported. The device remains in service.